Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated, that her infusion device shut down. She stated, that the power pack had been in use for less than 3 weeks. She stated, she was using up her supply of recalled power packs instead of the corrected power packs. Prior to the report, the pt removed and reinserted the power pack, but the display remained blank. She stated, she would switch to injection therapy until she received a corrected power pack. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.